Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose at the time of incidence was 400 mg/dl. Customer reported that insulin pump was felled and tubing detached and blood glucose went high. It was unknown that customer was using automode feature at time of incidence or not. Customer was declined to trouble shooting. The insulin pump will not be returned for analysis.